Manufacturer narrative:
Section b5, executive summary of the initial medwatch report indicates: "the customer contacted stryker to report that their device failed to charge. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse patient outcome reported." Section b5, executive summary of the initial medwatch report should indicate "the customer contacted stryker to report that their device failed to charge. Additionally, during maintenance, the stryker field service representative was informed by the customer that the device went blank while charging. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse patient outcome reported." Section h6, device code grid of the initial medwatch report indicates: "failure to charge, 1085" section h6, device code grid of the initial medwatch report should indicate: "failure to charge, 1085" and "unexpected shutdown, 4019". Section h6, results code grid of the initial medwatch report indicates: "no device problem found, 213" section h6, results code grid of the initial medwatch report should indicate: "power source problem identified, 3227" section h6, conclusion code grid of the initial medwatch report indicates: "cause not established, 4315" section h6, conclusion code grid of the initial medwatch report should indicate: "cause traced to maintenance, 51" section h11, additional mfg narrative of the initial medwatch report indicates: "a stryker field service representative (fsr) evaluated the customer's device and was not able to verify the reported issue. Stryker's fsr found several 2019 and 2020 batteries and advised the customer to purchase new batteries. After observing the correct functioning of the device through functional and performance tests, the device was returned to the customer for use." Section h11, additional mfg narrative of the initial medwatch report should indicate: "a stryker field service representative (fsr) evaluated the customer's device and was able to verify the reported issue. Stryker's fsr found several 2019 and 2020 batteries and advised the customer to purchase new batteries. Also, the stryker fsr noted that the incomplete chrge and unexpected shutdown occured when using a battery from 2020. After observing the correct functioning of the device through functional and performance tests, the device was returned to the customer for use." Additional manufacturer narrative: a stryker customer quality engineer (cqe) reviewed the device logs and observed the reported issues. The root cause of the reported issues was determined to be the use of old batteries.

Event description:
The customer contacted stryker to report that their device failed to charge. Additionally, during maintenance, the stryker field service representative was informed by the customer that the device went blank while charging. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that their device failed to charge. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
A stryker field service representative (fsr) evaluated the customer's device and was not able to verify the reported issue. Stryker's fsr found several 2019 and 2020 batteries and advised the customer to purchase new batteries. After observing the correct functioning of the device through functional and performance tests, the device was returned to the customer for use.